Manufacturer narrative:
D4 - additional device information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of the patients lumbar leads had migrated and the second fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to resolved the issue.

Manufacturer narrative:
A patient underwent a lead revision was reported to abbott. It was determined one of the patient's lumbar leads had migrated and the second fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.